Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system battery was low and shuts down when unplugged. The system is stored shut down and plugged into a valid outlet. This was reported outside of surgery, no patient present.